Event description:
Patient was revised to address acetabular cup loosening. (Left side). (B)(6) 2012 - the patient's operative reports received. It was noted that the patient had metal staining in his capsule, a lot of metal debris, cystic changes, evidence of corrosion changes at the trunnion head and neck junction, and an underlying diagnosis of metallosis. Therefore, the head, stem, and sleeve have been added to the product pages and the case has been re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.